Event description:
It was reported that a spectrum pump was having constant system error 322 alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "constant system error 322" was confirmed through review of the history log, and was reproduced during eval. The pump was tested, and it was determined that there was an intermittent electrical connection between the upper latch switch and the upper aux, causing the system error 322 alarm. The upper aux assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.